Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had been having migraines and that they went to a neurologist and they did a cat scan but they needed to do an MRI and they wanted to know if they could turn their stimulator off for the MRI. Patient services reviewed MRI compatibility with the patient and also reviewed ins battery longevity considerations with the patient. The patient stated they thought they were good with their ins battery because they had just checked their programmer and synced it up and they were able to connect. The patient stated they had gone to connect because they recently had been having pelvic pain, which they said felt like the pain they would have when the battery goes out because they've had it replaced in the past, and they went, "oh crap, my battery is going" so they went to connect to check their settings but everything was fine and the pain went ended up going away after a bit. The patient stated they probably just had some digestive issues that day because the pain had gone away. The patient stated that if the battery had actually been going, the sharp pains they were having would have continued like they did before when they replaced the battery the last time. "No," the patient said, the pain they experienced recently had nothing to do with the device/therapy. The patient mentioned their previous healthcare provider (hcp) had moved away from their area so when it came time to replace their current battery, they were going to follow up with a new managing health care provider at the same clinic.